Manufacturer narrative:
Device evaluated by MFR: the complaint device was returned for evaluation. Evaluation of the returned device revealed that no damages were found on the returned pullback sled. The returned sled was able to properly connect to the motor drive unit (mdu). During functional testing using a test catheter, the sled was able to properly pull back and performed within specifications. No issues or defects were observed during product analysis of the returned accessory. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The root cause is not confirmed as there was no evidence of the alleged issue or any anomalies which could have contributed to the reported difficulty. (B)(4).

Event description:
Same case as: 2134265-2015-04437 and 2134265-2015-04438. It was reported that automatic pullback failure occurred. During a percutaneous coronary intervention (pci), an opticross¿ imaging catheter was used in conjunction with an ilab ultrasound imaging system and a sled to perform automatic pullback. It was then noted that when the opticross¿ imaging catheter was pulled back at about 3mm, the motor drive unit five plus (mdu 5+)would not be pulled back. The mdu5+ and the sled were reconnected; however, the issue was not resolved. This sled was exchanged to another sled and the pullback was then performed properly. No patient complications were reported and the patient status is good.